Event description:
It was reported that biomed stated the arctic sun device had no flow and was showing 0.0 flow and gave error 41 (low internal flow). Internal pressure was -7.2 and circulation pump command was 0percentage. Removed the fluid delivery line during manual controller and inlet pressure remained -7.0. Checked connector on the manifold harness and it still read -7 with no fluid delivery line. Failed pressure transducer. Biomed would replace the manifold harness, part number and were price provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the arctic sun device had no flow and was showing 0.0 flow and gave error 41 (low internal flow). Internal pressure was -7.2 and circulation pump command was 0 percentage. Removed the fluid delivery line during manual controller and inlet pressure remained -7.0. Checked connector on the manifold harness and it still read -7 with no fluid delivery line. Failed pressure transducer. Biomed would replace the manifold harness, part number and were price provided.